Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine was smoking during power up. The bmt found that the function and actuator boards were both burnt. The bmt replaced the actuator and function boards to resolve the issue. Then, the machine booted up directly into service mode. Fresenius technical service was able to determine that the function board the bmt installed was for a 2008k2 machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.